Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used primarily for a concern for late failure in non-mdt stent grafts during the endovascular treatment of a 68mm (maximum diameter) thoracic aortic aneurysm. It was reported that 10 endoanchors were implanted during the procedure. It was reported that the endoanchors were implanted to the distal neck which was tortuous. At the end of this index procedure it was reported that a type ib endoleak was present. This endoleak was evaluated again on three different CT's over the next year. This endoleak was assessed by the site as related to the aneurysm. The sponsor assessed this endoleak as having a casual relationship to the study procedure and not related to the study device (endoanchor). This endoleak was unresolved and continuing without treatment. The sponsor assessed this event again nine months post the procedure as not related to the study procedure and possibly related to the study device (endoanchor) no cause of the event has been reported. No additional clinical sequalae were reported and the patient will be monitored.